Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks from the implantable cardioverter defibrillator (ICD); where therapy was exhausted. The shocks were due to supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed programming options. The ICD remains in service and no adverse patient effects were reported.